Event description:
Consumer stated that "when she puts the toothbrush head on the toothbrush it snaps off from time to time and bristles are falling off when she's brushing her teeth in less than a week. She threw the product away, unable to retrieve the product. No lot number provided.